Manufacturer narrative:
The manufacturer previously reported a failure of the system board. The system board was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the system board was found to be consistent with program corruption.

Event description:
The manufacturer received information alleging a ventilator needed service and preventative maintenance. There was no harm or injury reported. The ventilator was returned to the manufacturer's service center for evaluation and the customer's complaint was confirmed. The device's system board was replaced to address the issue.